Event description:
It was reported that the 9800 system had horizontal lines and dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced and the display adaptor was re-seated during the service call. The system was tested and found to be working as intended, and put back into service.